Event description:
It was reported that, "top of trial head broke during a trial of the hip. Fragments taken out and given off field."

Manufacturer narrative:
An eval of the device cannot be performed as the device was kept by the hospital and was not returned to the manufacturer. The hospital runs eval of the instrument before release. The lot code info was requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.